Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, reports were not working and unexpected error occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the report wasn't working. A technical support specialist (tss) confirmed with customer that the issue was resolved and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issues of the device.